Manufacturer narrative:
Unit had no button response on up arrow button due to corroded keypad traces. No unexpected number ramping noted. Unit had a scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons were not responding. It was reported that the time did advance. Customer's blood glucose was 336 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.